Event description:
It was reported that pump battery depleted rapidly, with battery level dropping by about half and battery use averaging far above normal each day. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, no troubleshooting or corrective actions were documented, and no additional information was received regarding the outcome of the event.